Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that while an armada dilatation catheter was performing dilatation on the popliteal artery, heavily calcified lesion, the balloon bust at rated burst pressure. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.